Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The history files were analyzed. On the (B)(6) 2025 (date of incident) the pump was turned on at 15:52. After the space line was selected, the infusion time of 4 hours and the flow rate of 260ml/h were set. The infusion was started with a flow rate of 260ml/h at 15:54. At 17:34 an upstream alarm occurred. 264.11ml were infused. The over infusion was caused by a wrong vtbo setting. Instead of a vtbi of 260ml, the flow rate of 260ml/h were set. Therefore, the defect could not be confirmed. The defect was caused by a wrong handling of the device. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4) premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: "on (B)(6) 2025 1551hrs infusion started for IV potassium dihydrogen (soft bag) using drug library at 65ml/h for intended duration of 4h. At 1556hrs infusion was paused for IV re-insertion by sn (B)(6) as patient complained of pain over IV insertion site. Patient had mild redness. Hence, previous IV plug was removed & a new IV plug was inserted on patient's right forearm. Infusion was then restarted by sn (B)(6). Sn (B)(6) in para of 65ml/h and duration of 3h 55min. At 1733hrs however, junior staff nurse (B)(6) was taking patient's vital signs when she found that physical medication bag was empty with pump's lcd showing duration of 0h and vtbi: 260ml."